Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's right atrial lead was explanted on 03 jun 2021. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant procedure on (B)(6) 2021, it was noted that a patient's right atrial lead had become dislodged. Programming changes were made to put the device in vvi mode as compensation for the dislodgement. No further intervention was reported. There were no patient consequences.